Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had forgotten to eat and the blood glucose (bg) dropped to 30 mg/dl. The customer was hospitalized and consumed food upon arrival. Bg stabilized. The pump was removed and turned off until the customer resumed pump therapy. The customer was to be discharged the next day. Although requested, confirmation of the discharge date was not provided.